Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device deployed but did not attach to the mucosa. The device was retrieved with a snare.